Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the pump "turned off and will not stay on". They stated that the pump turned off at 5 am and the patient left the pump off. When they tried to turn it on at 10 am, the pump would not turn on. Mmdg followed up with the initial reporter, who stated that after the c-cell batteries were changed the pump restarted without an issue. They stated that the patient had experienced a 6 hour delay in therapy, but had not had any issues due to the delay. (B)(4).